Event description:
The aspiration on the phacoemulsification machine was not working properly, thus, the particles of the fragmented lens were flowing around inside the eye chamber and also bounced against the endothelium. Although, the particles were flowing and bouncing, there was no patient injury reported. The surgery center was able to resolve the issue by replacing the tubing cassette. The surgery center reported due to the issues with the aspiration not working as intended, the procedure was extended to 30 minutes; therefore, a significant delay time is reported.

Manufacturer narrative:
Date of birth is provided. (B)(6). Sex is provided. Male. In addition to initial report of description of the event, pre and post operative of left eye has been provided. Pre-op: cataract left, visus pre-op: 0,6 left, post op vision: 1,0 all comparable to right. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to confirm or duplicate the reported issue of no aspiration. The fse tested the tubing cassettes from the customer site and found the tubing had one tubing connection not inserted into the cassette housing which lead to a pinch on the aspiration tubing line. During the inspection of the unit, the fss found the o-rings missing and added o-rings on the friction rollers. The fss found the fluidic bezel had cracked. The fluidic bezel was replaced. The fss found an overheated resistor (r52) on the max drive printed circuit board. The max drive was replaced. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted placeholder.